Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 03 - attachment: [02-28-2018 oto supplemental 03.xlsx]

Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2018 through (B)(4) 2018.

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 01 - attachment: [02-28-2018 oto supplemental 01.xlsx]

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Reporting period (B)(6) 2018 through (B)(6) 2018. Total number of events ¿ 17. Additional concomitant medical products: artisyn y-shaped mesh - 3; gynecare gynemesh ps - 14.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary/bowel problems, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/23/2018 additional information: d7 h6 patient code: 1928 additional b5 narrative: it was reported that the patient underwent mesh removal on 1/24/2017 due to incontinence. Ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 02 - attachment: [02-28-2018 oto supplemental 02.xlsx]

Manufacturer narrative:
Date sent to FDA: 12/27/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 05 - attachment: [02-28-2018 oto supplemental 05.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2018.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2018 through january 31, 2018.

Manufacturer narrative:
Date sent to the FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2018.